Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was 725 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced vomiting and diabetic ketoacidosis. Customer was placed on insulin drip when they were admitted into the hospital. Customer advised their alarm history showed low reservoir alarm. Customer performed the high pressure test and passed. Customer was advised that the insulin pump was working properly and passed all testing.